Event description:
Patient reported a cartridge malfunction when insulin was low. There was no adverse impact to the customer's blood glucose level. Follow-up actions have not been specified, and no additional information was received regarding the outcome of the event.